Event description:
It was reported that "nasopharyngeal airway with moist inside the packaging." This event was found prior to use therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "nasopharyngeal airway with moist inside the packaging." This event was found prior to use therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). No sample was returned for investigation and only picture was provided for this complaint. The manufacturer reported: from the attached picture, it could be notice and confirmed that the product has contained vapors inside the packaging. A device history record (DHR) review was conducted for the lot number. A 100% leak test was performed, and no leaking product was found. Based on the visual examination conducted, this complaint is confirmed. The root cause was manufacturing related. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "nasopharyngeal airway with moist inside the packaging." This event was found prior to use therefore no patient harm or injury.